Manufacturer narrative:
Correspondence received on july 10, 2019 that this complaint (B)(4) is a duplicate complaint of (B)(4). Therefore, please delete this complaint (B)(4) from your system as it will be voided.

Event description:
Correspondence received on july 10, 2019 that this complaint (B)(4) is a duplicate complaint of (B)(4). Therefore, please delete this complaint (B)(4) from your system as it will be voided.

Manufacturer narrative:
The manufacturer received document for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The revitan rasp adapter cracked during normal usage..